Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2014. (B)(4)

Event description:
It was reported that the patient experienced a fall and a few weeks later the right ventricular lead had high impedance and a possible fracture. The lead was explanted and replaced. During the explant procedure, it was noted that there was no suture sleeve or suture tie around the lead. No patient complications have been reported as a result of this event.